Manufacturer narrative:
An event premature release while attempting to reposition the occluder was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 2135147-2020-00139. On (B)(6) 2020, a 16-14 amplatzer duct occluder was selected for implant for a sinus valsalva aneurysm with an 8f/45 torqvue delivery system. After deploying the device and prior to release, the physician was not satisfied with the positioning of the device. The physician attempted to retract the device, but it prematurely released from the delivery system and embolized to the pulmonary artery. A 10f/45 torqvue delivery system was used to retrieve the device without success. The patient was stable when referred to surgery to retrieve the device and close the defect. There were no patient consequences. No additional information.